Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to support the following event of a type 1a endoleak of the main body. Procedure related harms, device, user, procedure or anatomy relatedness of this complaint could not be determined. The final patient status was reported to be in stable post the secondary endovascular procedure endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.

Event description:
At the completion of the clinical assessment on 09/05/2018 for a pervious report event (3008011247-2018-00168), clinical was able to find substantial evidence to support the following additional findings of a type 1a endoleak of the main body. This report is for the type 1a endoleak of the main body only